Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this pin broke when inserted into the 0-hole of the distal femoral cut guide. There was no patient impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h11. Visual examination of the returned product/provided pictures found it to exhibit signs of use and the trocar drill has fractured at the 1.453 intersection. All pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. However, the overall length could not be measured as the drill fractured in the middle. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint can be confirmed based on the returned fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d4, g3, g6, h1, h2, h4, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.